Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that shorty after a successful induction test, a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock for atrial fibrillation that had conducted down to the ventricles. This first shock occurred shortly after an induction test, however additional information provided from the field indicated the patient had received multiple inappropriate shocks due to oversensing of noise in the subsequent days. The patient remained hospitalized and the tachy therapy for the s-ICD has been programmed off. At this time the s-ICD remains in service and there have been no additional adverse patient effects for the patient. Additional information provided from the field indicated the field suspected a device-to-lead connection issue causing the reported clinical observations. It was reported that later in time, the patient was brought in and system testing was able to reproduce noise on multiple sensing vectors. Surgical intervention was performed and the electrode was observed to have been under-inserted into the header of the device. After reconnecting the electrode to the device, all measurements were acceptable and defibrillation threshold testing was performed successfully. The s-ICD system remains in service and there were no additional adverse patient effects were reported.

Event description:
It was reported that shortly after a successful induction test, a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock for atrial fibrillation that had conducted down to the ventricles. This first shock occurred shortly after an induction test, however additional information provided from the field indicated the patient had received multiple inappropriate shocks due to oversensing of noise in the subsequent days. The patient remained hospitalized and the tachy therapy for the s-ICD has been programmed off. At this time the s-ICD remains in service and there have been no additional adverse patient effects for the patient.